Event description:
After moving heavy furniture, the patient felt something pop in her back and lost stimulation. The patient also had great pain and felt down. The patient was seen in the emergency room but was discharged home. The patient was unable to adjust stimulation and had a "call your doctor" icon with a power on reset condition. The patient called her physician but had not heard back yet. The patient was re-directed to her physician. Additional information was requested.

Manufacturer narrative:
(B)(4).